Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power on reset (por) condition occurred. The antenna locate feature was used which resulted in a por being displayed on the recharger which then led to the normal recharging screen. It was reported that the patient could not adjust stimulation and a "call your doctor" icon was displayed. The por was cleared and the patient was able to turn stimulation back on. Additional information has been requested, but was not available as of the date of this report.